Event description:
The customer reported that the outer base tube weldment allegedly broke on their cot. The customer stated, the emt was "riding the rail doing CPR when the bar broke" (standing on the base).

Manufacturer narrative:
The following statement is made in the operations manual "do not ride on the base of the cot. Damage to the product could occur, resulting in injury to the pt or operator." An outside service provider examined the cot and sent photographs to stryker.